Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that prior to commencing treatment, the sheath was inserted. Following sheath insertion, the dilator was removed and air was removed; some air was detected but was fully removed, so the catheter was inserted into the sheath, and air removal was performed before it entered the body. However, as air continued to be drawn in. The air observed was observed inside the syringe during air removal. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was discarded in facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.